Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-82 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have an f-82 (no acknowledgment message from slave cpu for three communication trials) alarm. There was no patient involvement. No additional information is available.